Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue; however the reported issue was verified after an evaluation of the electronic device data. The customer was provided with a replacement device.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that when their device is powered on, it will not complete the boot-up process past the user test in progress screen and they are unable to power off the device using the power button. There was no patient use associated with the reported event.

Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
Physio-control further evaluated the customer's device. The power supply assembly was removed and the reported issue was verified. It was observed that the boot issue was intermittent; however further cause could not be conclusively determined. The customer received a replacement device.